Manufacturer narrative:
Pump received with no button response due to unlocked j2 connector on lcd board. Unable to perform displacement test, rewind, basic occlusion test, prime/delivery, excessive no delivery test, and occlusion test due to unlocked j2 connector on lcd board. Pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
The customer reported via phone call that the insulin pump's keypad was intermittently responsive or unresponsive after possibly being dropped. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with a bolus. Customer stated that no alarm occurred and that the device was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.